Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
Implant surgeon informed sales that when the insert was on screw hole and the screw was being screwed in, the insert pop up. Operation was managed with fourth insert and second screw. Operation got 30 minutes longer.